Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue the reporter indicated that the 'up' and 'down' keypad buttons have been intermittently responsive for the past 3 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: the pump was returned with a torn keypad, on top of the ¿ok¿,¿up¿ and ¿down¿ buttons. The "contrast¿,¿ok¿,¿down¿ and "up" buttons were unresponsive to testing. The keypad was removed to investigate and contamination was observed under the ¿contrast¿,¿ok¿,¿down¿ and "up" contact buttons. The ¿ok¿ and "down" contact buttons were observed to be inverted. The audible sound level could not be tested due to the unresponsive keypad. Unrelated to the initial complaint, the pump was booted and display screen was observed to be dim with pink contrast. The pump cover was removed and replaced with a new test screen and contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.